Event description:
Monkhouse, christopher, et al. (2023). "Exploiting smart pass filter deactivation detection to minimize inappropriate subcutaneous implantable cardioverter defibrillator therapies: a real-world single-centre experience and management guide." Europace (2023) 00, 1-8. Https://doi.org/10.1093/europace/euad040. It was reported that device data was reviewed via the subcutaneous implantable cardioverter defibrillators (s-ICD) included in this exhibited low r-wave amplitudes resulting in deactivation of the smartpass feature. Deactivation of this feature led to increased observed t-wave oversensing and inappropriate shocks. The device data determined that 27 patients received a total of 44 inappropriate shocks. Review of the device data also identified that one inappropriate shock was delivered due to sudden onset of atrial fibrillation (af). Literature article documentation indicates all of these devices remain in service. No additional adverse patient effects were reported.